Event description:
The pump was explanted and returned to the manufacturer for analysis with reason for explant given as expired in 2003. The hcp was contacted and reported they had not seen the patient in a while. They contacted the patient's wife who reported the patient died after a heart attack. The hcp had no other information. A death certificate was requested and received with cause of death being given as atheriosclerotic coronary artery disease.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is completed.